Event description:
It was reported in a transaortic artery revascularization (tcar) procedure, a dissection was noted in the internal carotid artery (ica) during an attempt to cross the lesion with the enroute 0.014'' guidewire. The physician converted to carotid endarterectomy (cea) as a result of the dissection. The condition of the patient is stable.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.